Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation was confirmed. The device's machine flow sensor populated an error during diagnostic testing as well as dirt contamination. The device's machine flow sensor, in line filter, and blower assembly were replaced to address the issue.